Manufacturer narrative:
Device sample not returned in time for this report.

Event description:
The event is reported as: complaint alleges: the foley was placed in the operating room, but the break occurred on the floor unit. The tubing that drains down to the bag broke. The foley had to be replaced. No reported pt injury or consequence. Pt condition listed as doing fine.